Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055936) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted. Additional information received on 12-nov-2015 and 13-nov-2015. Concomitant medication included multi-vitamin, vitamin, lamotrigine, xanax and oxycodone. After getting the essure device, consumer experienced severe pelvic and vaginal pain. This started 5 years and was still an ongoing problem. Making love with her husband was extremely painful until it became unbearable which had a great affect psychology. She did pelvic floor physical therapy; ultrasound and nothing relived the pain not even having scar tissue removed. No medical procedure brought any relief. She was considering having them removed. Product technical complaint (ptc) investigation result received on 12-nov-2015. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Additional information received on 13-nov-2015: despite a follow-up attempt, no further information was obtained (correspondence was undeliverable). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. This event is listed according to essure's reference safety information. After essure insertion, pelvic pain may occur. In this case, consumer reported pelvic pain without improvement with physical therapy, ultrasound or removal of unspecified scar tissue; according to her no medical procedure brought relief. She was considering devices removal. Considering the event started after essure insertion and since no alternative explanation was provided; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since medical intervention was required for event's treatment. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Despite follow-up attempt, no further information was obtained.